Event description:
It was reported that when the patient presented to clinic for follow up, intermittent rv oversensing was noted. Upon review of data, myopotential oversensing was suspected. Noise was reproducible with isometrics. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.